Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial collar and shaft detachment. At 1cm, 2cm, 2.3cm, 2.9cm distal to the collar, the shaft was kinked. The partially detached collar and shaft, as well as the kinks found to the device during analysis could contribute to the no cross which would likely cause resistance upon entry and advancement of the device.

Event description:
Reportable based on device analysis completed on 15aug2022. It was reported that the device did not cross . The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 7f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the device did not cross due to severe calcification. The procedure was completed with another of the same device. No complications reported and the patient's condition is good. However, device investigations revealed a partial collar and shaft detachment.